Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer 7 was unable to recover. A field service engineer found auxiliary full height drawer 7 was recovered and fully functional. Unable to duplicate the error the system functioned as intended after field service engineer troubleshoot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es was unable to recover the failed drawer 7. The customer stated that there was able to get the medication from another station and there was a delay in dispensing workflow. There were no adverse events or injuries reported based on this event.